Event description:
It was reported the patient was unable to adjust stimulation. A power on reset condition (por) was reported along with a "call your doctor" icon. The por condition was cleared. It was noted the patient was exposed to a security gate while the device was on. The patient experienced an "undesirable" or shocking sensation and dizziness. It was stated it felt like they had the flu and "their body had a migraine, but all over." Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID: 3998, lot# v041365, implanted: (B)(6) 2008, product type: lead. Product ID: 3998, lot# v013615, implanted: (B)(6) 2008, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer. Patient product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).